Manufacturer narrative:
Qn# (B)(4). The customer provided two images showing the guide wire and the arrow raulerson syringe (ars). Visual analysis revealed that the guide wire was partially inserted through the ars; however, it cannot be confirmed if resistance was encountered. The customer returned multiple components from a cvc kit. The ars and the guide wire will be analyzed as part of this complaint investigation. Signs-of-use in the form of biological material was observed on the guide wire body. Visual analysis revealed that the guide wire was kinked towards the proximal end. Microscopic analysis confirmed the kink and revealed that the distal and proximal welds were secure and intact. The kink in the guide wire measured 22mm from the proximal weld. The guide wire total length measured 602mm which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .798mm which is within the specification limits of .788mm-.826mm per the guide wire graphic. A lab inventory introducer needle was attached to the returned ars and the guide wire was inserted through the subassembly. No resistance was observed as the guide wire was able to pass completely through the subassembly. Performed per the IFU statement "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report of kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was kinked towards the proximal end. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported resistance was found between the spring wire guide and ars syringe during puncture on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported resistance was found between the spring wire guide and ars syringe during puncture on the patient. No patient harm was reported. The patient's condition is reported as fine.